Manufacturer narrative:
Additional information was provided in sections d9, h3, h.6 and h.11. The company representative was unable to confirm (via event log review) but was unable to replicate the reported issue. The system was tested and found to meet product specifications. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A non-conformance-based review of the serial number. There were no relevant contributing factors identified. A review for ¿complaints reported against this serial number¿ was performed. There were no similar complaints reported for the product serial under investigation (with the same event code). The system was found to have no problem. Therefore, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4).

Event description:
A physician reported that no air was coming through the infusion line of an ophthalmic operating system. The procedure details and the timing of the event have not been provided. It is also unclear whether the surgery was completed. Patient harm was not reported.